Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the stimulation "went haywire" and 'wasn't helping" and that the device was explanted "2-3 weeks ago." Additional information has been requested, a follow-up report will be sent if additional information becomes available.